Event description:
Procedure: laparoscopic cholecystectomy & intraoperative cholangiogram. The procedure was completed and c02 was allowed to escape from abdomen. It was noted that the double thickness balloon of catheter externally had split in multiple places. On inspection of the wound, a small strip of balloon material was removed. No evidence of any remaining material on exploration. No patient injury reported.